Event description:
It was reported that this pacemaker had a lead safety switch (lss) to unipolar configuration due to high out-of-range impedance measurements. A chest x-ray was performed. Technical services (ts) observed that the pin of the lead may not have been fully inserted into the device header. No adverse patient effects were reported. Currently, this pacemaker system remains in service.